Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be depleted main batteries. To correct this condition the main batteries and battery harness were replaced. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 570:320:844:0000. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.